Event description:
It was reported that customer experienced cgm error message while using g7 sensor. There was no reported adverse impact to the customer. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, confirmed error did not recur, and successfully started new sensor session.